Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the lens broke. It cannot be confirmed if the broken pieces remained in the patient.

Manufacturer narrative:
Alleged failure: eib victor-customer, issue: distal lens broke update: from what I can recall the lens may have had a hole in the lens as if a drill bit made contact with the lens. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a distal end damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the lens broke. It cannot be confirmed if the broken pieces remained in the patient.